Event description:
The manufacturer received information alleging a trilogy evo ventilator "maintenance required" and "proximal pressure line disconnection" alarm condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customer complaint was confirmed. An error code e-217 indicating the proximal pressure sensor railed to maximum negative value was recorded in the device error log. The technician determined the system board is defective and will need to be replaced to address the issue. In addition, the air foam inlet filter, particulate filter and muffler will be replaced due to the 4-year preventive maintenance procedure. The device passed all testing. This device has been serviced, inspected, tested, and met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.